Event description:
This lead was implanted on (B)(6) 1998 and was explanted on (B)(6) 2013 due to an unknown product periormance issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).